Event description:
It was reported by the patient that he had experienced withdrawal symptoms prior to the pump refill date. He has his pump refilled 2-4 weeks prior to refill date. The patient reported a metallic taste in his mouth as pump starts to get low. The patient reported that he has had unspecified problems with his pumps since implantation. The hcp has been decreasing the dose of dilaudid since january, and it will be another 6-9 months before he will be completely off of dilaudid. The patient is trying other options for pain control. Per the report a dye test was done and the "port was okay". The hcp confirms the dose titration that is in progress (5% at last refill) and confirmed that the patient has noted mild symptoms which include a metallic taste in his mouth. Per the hcp, the symptoms were noted following the dose reduction and they cleared spontaneously. Per the hcp: "the question has been raised whether the motor or the rotary in the pump has been slipping and, whether that would be the basis for his shunt pump malfunction being then the basis for his reasons for withdrawal." Removal of the pump has been considered, but is complicated by a multitude of other factors which include severe diabetes, patient's body size and potential healing issues and infection.